Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The pt was hospitalized on the same day. The cause of the peritonitis was a bleeding stomach ulcer. The hp was treated with unspecified antibiotics and was discharged home after one day. The hp was re-admitted to the hospital 5 days later for the bleeding ulcer and peritonitis events. The pt remained hospitalized for nine days. Treatment was not reported. At the time of this report, the pt was recovered from the events. At the time of this report, dianeal and extraneal therapies were ongoing. Additional information was requested but is not available. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted. Same patient as (B)(4).

Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis cannot be completed. A review of all batch record documents for potentially associated lot numbers gd894022 and gd894295 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental medwatch will be filed.